Manufacturer narrative:
6/5/97-supplemental report #1 submitted to FDA.

Event description:
The device was used during an unspecified procedure. The staple line was incomplete. The hosp did not provide any add'l info.